Event description:
On 2023-apr-06, information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported that "settings unavailable cannot provide your desired intensity settings" began to display. Caller stated they were going to meet with pt today for further troubleshooting and inquired on possible reason for the message to display. Technical services (tss) reviewed information. The caller was not with the patient. On 2023-apr-17, additional information was received from a manufacturer representative (rep). The rep reported that the cause of the settings not available message was that it was determined to be lead connectivity and impedance issues. 8-15 lead showed red connections and impedances high on all 8-15 electrodes except 11 and 12. Reprogramming took place to best give relief using 0-7 lead. Plan is to see if relief from reprogramming and consider revision if no relief according to the healthcare provider (hcp). Rep connected with patient last week and is getting relief at this point from reprogramming session. The provided information has been confirmed with the physician/account. On 2023-may-05, the rep reported that cause of "settings not available" message determined to be lead connectivity and impedance issues. 8-15 lead showed red connections and impedances high on all 8-15 electrodes except 11 and 12. The patient was initially programmed using some of the impeded electrodes. After reprogramming using only 0-7 electrodes the patient has not run into this error message again. In clinic the attending performed x-rays of the whole system and no clear cause of impedance/connectivity issues were found. Therefore the cause is still unknown. In the meantime, the patient is still receiving effective therapy.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.